Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, users were unable to order medications through epi, and that option was not available in pyxis. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that users were unable to order medications through epi, and that option was not available in pyxis. A technical support specialist stated that the customer requested to close the case without any resolution.